Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the cephalic screw would not slide into the plate during a surgical procedure on (B)(6) 2015. Another plate and screw were available for use during the procedure. The surgery was completed with a five (5) minute delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Device was not implanted or explanted during the procedure on (B)(6) 2015. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: june 10, 2014 - expiry date: june 1, 2024. This complaint is assessed as not related to sterilization. No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: our investigation has shown that the positioning groove of the screw is expanded and damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. It is likely that the connection between the wrench and the screw was not aligned as intended and therefore this occurrence in combination with a mechanical overload situation could lead to the deformation of the screw and finally to the complained issue. Please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. The article was manufactured according to the specifications. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusions can be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.